Event description:
Customer reports to have received calibration error, change sensor error and weak signal alerts, but states issue was resolved. Customer has also experienced blood glucose versus sensor glucose differences and states needle hub was difficult to remove. Customer reports to have bent cannulas on previous sensors. Troubleshooting and education was performed on blood glucose versus sensor glucose. Customer was advised that sensor would be replaced. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.